Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a guidewire crossed, the aviator plus (.014 4.5x20 142cm) tried to be inflated; however, it ruptured at around 8 atmospheres (atm) during its initial inflation. It was within its nominal pressure. Leakage was confirmed by contrast media. The lesion was circumscribed stenosis in the popliteal artery. Initially, an ipsilateral approach was made with a non-cordis sheath introducer (4.5fr 58cm). There was no reported patient injury. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, after a guidewire crossed, the 0.014 4.5x20mm 142cm aviator plus tried to be inflated; however, it ruptured at around eight (8) atmospheres (atm) during its initial inflation. It was within its nominal pressure. Leakage was confirmed by contrast media. The procedure completed by a non-cordis balloon catheter. There was no reported patient injury. The lesion was circumscribed stenosis in the popliteal artery. Initially, an ipsilateral approach was made with a non-cordis sheath introducer (4.5fr 58cm). The product did not look normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17268847 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (circumscribed lesion) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after a guidewire crossed, the aviator plus (.014 4.5x20 142cm) tried to be inflated; however, it ruptured at around 8 atmospheres (atm) during its initial inflation. It was within its nominal pressure. Leakage was confirmed by contrast media. The lesion was circumscribed stenosis in the popliteal artery. Initially, an ipsilateral approach was made with a non-cordis sheath introducer (4.5fr 58cm). There was no reported patient injury. The device was clinically used and will not be returned for analysis. The product did not look normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The procedure completed by a non-cordis balloon catheter.